Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of pink screen was not confirmed. The device evaluation found the adhesive on the distal end was chipped. The video connector was damaged. Due to damage on the lock engagement lever, bending section could not be fixed firmly. Indication on light guide connector was not correct. The right/left plate and the up/down plate had discoloration. The control unit was dirty, discolored and had a scratch. Adhesive around objective lens was peeled. The switch 1 was dirty. In addition, the video connector case, the light guide connector, the up/down plate, the light-guide cover glass, the grip, the locking engagement lever, the right/left plate, the switch 1, and the angulation lever were all scratched. Final investigation results stated that review of the device history record (DHR) found no deviations that could have caused or contributed to the observed pink display. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that it may have been caused by failure of the circuit board in the control section, a defect of the circuit board in the video connector, or a defect of the system side, due to stress of repeated use, external factors, or handling of the device. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, when using the endoeye flex deflectable videoscope, the screen was pink after connecting. The issue was found during preparation for use. The unspecified procedure was completed by replacing the device with no delays. There were no reports of patient harm.